Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the extract transform load was failed and no data found in reports. A technical support specialist (tss) dialed into the server and found that the extract transform load (etl) process had failed. The tss reviewed the logs and identified the error: ¿etl arithmetic overflow error converting identity to data type int.¿ tss confirmed that after following the attached knowledge article and monitoring the logs, the etl ran successfully without delays or failures. The customer confirmed that reports were working, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, extract transform load was failed and no data found in reports. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.